Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the power supply ((B)(4)) was replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer. The power supply was returned to datascope for further evaluation.

Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown after approximately 50 minutes on ac power. The patient was switched to another unit and therapy was continued. No patient injury was reported.